Event description:
It was reported by the patient's family member that the patient was hospitalised and that the implantable pulse generator (ipg) was 'out of wack'. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.